Manufacturer narrative:
The autopulse platform in complaint will not be returned for investigation. Therefore, a physical investigation will not be performed. A supplemental report will be filed if the product is returned and investigation has been completed. Device not returning.

Event description:
It was reported that during a shift check the autopulse platform's(B)(4) display was intermittently flickering. However, the data could still be read on the screen. No patient involved with this event. No further information provided.

Manufacturer narrative:
The autopulse platform (s/n (B)(4)) was returned to zoll for evaluation. Investigation results as follows: device history record (DHR) was reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse with serial number (B)(4). Visual inspection of the returned platform was performed and found no physical damages to the autopulse platform. However, the lcd was found to be flickering and had no backlight. Note that the autopulse platform is a reusable device and was manufactured on 05/20/2004. Therefore, this type of physical damages found during visual inspection can occur due to normal wear and tear and/or physical abuse. A review of the archive was performed and no discrepancies were observed. During functional testing the autopulse platform passed all functional tests without any discrepancies. In summary the customer's reported complaint is confirmed during visual inspection. There were no device deficiencies found during evaluation of the returned platform that could have caused or contributed to the reported complaint. The physical damages found during visual inspection can occur due to normal wear and tear and/or physical abuse. After replacing the lcd display, the platform passed all final functional testing criteria.